Event description:
Overdelivery reported. The pump was set to infuse morphine 1mg/ml concentration at a continuous rate of 1mg/h. At shift change, an rn noted that the pump was set for a concentration of 1mg/ml; however, a 5mg/ml vial (30ml/150mg) was in place. This was noted after approx 30 hrs of infusion. The pt was on a ventilator at the time of the event; therefore, no respiratory depression was noted. The morphine infusion was discontinued and the pt was monitored closely. Her vital signs remained stable and she did not require narcan or other med intervention. The pt has subsequently been transferred to a long term care facility as had been previously anticipated and planned. No add'l info was available.